Event description:
Customer reported via phone call to have a blank display screen. Customer's blood glucose was 425 mg/dl and was treated with backup insulin pump. Customer reports that display screen returned with battery change, but requested to have insulin pump replaced due to uncertainty with pump. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump was monitored; no blank display or full segment display anomalies were noted. The insulin pump powered up properly after battery installation, received with operating currents within specification and no damage on the lcd isolation tape noted. The insulin pump has cracked case at display window corners, battery tube threads and with minor scratched display window.